Event description:
It was reported the patient went into acute congestive heart failure (chf) and experienced atrial fibrillation (af) when their device reached elective replacement indicator (eri). The physician felt this was unnecessary in this age of pacing and is dangerous to patients. The device was reprogrammed, which resolved the chf and af. The device was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(4).